Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 741700. The expiration date was requested but was not provided. The field service engineer replaced and adjusted the sample probe, cleaned solenoid valves, and performed hardware checks which passed. The customer performed qc which was acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine result from the cobas pro c 503 analytical unit the initial result was 27.2 umol/l. A new sample was collected and the result was 73 umol/l. The original sample was poured into a sample cup and the results were 97.6 umol/l and 92.7 umol/l.